Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a scope communication error and an e226 error message displayed during an inspection for use involving a gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
Updated fields: h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope connector is cracked, has a leak with minor scratches and dents on the plug unit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.